Event description:
Additional information was received from a healthcare provider via a manufacturer representative on 2017-may-15. It was reported that the actual reservoir volumes were greater than the expected reservoir volumes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID :8781, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding the patient's implanted infusion pump containing fentanyl (8000mcg/ml at 1998mcg/day, ketamine (9mg/ml at 2.24mg/day), and bupivacaine (20mg/ml at 4.9mg/day). The indication for use was spinal pain. It was reported that the patient's healthcare provider (hcp) reported discrepancies between the reservoir volume and the expected reservoir volume at refills, but dates of the discrepancies were unknown. The patient reportedly experienced a return of symptoms. The pump and catheter were replaced on (B)(6) 2017, and it was noted that during the surgery, the catheter was found to be semi-occluded. The situation was considered resolved and the patient's status at the time of report was alive - no injury. It was unknown if any environmental, external, or patient factors may have led or contributed to the issue, and no further complications were reported or anticipated.